Event description:
It was reported that the device delivered a shock to the patient while the patient was dancing. The next morning, the device emitted an audible tone. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.